Event description:
It was reported by the sales rep via email that "problem: suture was being used for vaginal cuff. Needle tip broke during procedure. Broken needle and tip were recovered. A second of the same suture was opened, this time there was issues with that needle as well, and resulted in a puncture of the trocar. A picture of the broken needle was provided to me by marie newcomb. The procedure was finished with another suture type. No adverse pt outcome". There is no add'l info at this time. (B)(4).

Manufacturer narrative:
The actual product involved with the incident report will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. Based on the picture that was received via electronic communication the needle is broken. Per the needle supplier, the most probable root cause for the needle breakage could have been material selection/ processing. However, without reviewing the device involved or reviewing or testing sterile samples from the same finished good lots, the exact cause of this complaint cannot be determined with certainty. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the mfg of the lots reviewed. The needle supplier has been made aware of this complaint for a continued investigation. Needle supplier was contacted to verify if there was any quality issues related to the needle batches. Supplier confirmed that no ncrs were generated as part of the mfg process of the needle lots. (B)(4). Item number sxpd1b401, stratafix spiral pdo knotless. Tissue control device-CT-1 0 pdo 30cm, finished good lot number - unk.